Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported "seroma". This report is for the right side. The device status is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported "seroma". Later, healthcare professional reported "seroma 30cc, fluctuance (fluid wave lower pole right breast) and "hypersensitivity-pain nipples". Later, healthcare professional reported "hypersensitive to pain nipple". This report is for the right side. The device has been explanted.